Event description:
It was reported that; aria cage fractured upon insertion. Couldn't remove damaged cage so had to drill off half the cage. Half of the cage remained in patient. 45 minute surgical delay. Because of delay patient has weakness and numbness in leg.

Manufacturer narrative:
Method: device not returned. Results: device inspection could not be performed as no device was returned. Device history review could not be performed as no lot code was provided. Complaint history review could not be performed as no lot code was provided. Conclusion: the exact cause of the event could not be determined because the reported device was not returned for evaluation.